Manufacturer narrative:
G.5. Eua number: (B)(4). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor ¿ sars-cov-2 & flu a+b, a positive result for both flu a and covid was obtained for one (1) patient. The customer did not trust this result. No additional information could be provided after multiple follow up attempts. Eua#: (B)(4).

Event description:
It was reported when using the bd veritor ¿ sars-cov-2 & flu a+b, a positive result for both flu a and covid was obtained for one (1) patient. The customer did not trust this result. No additional information could be provided after multiple follow up attempts. Eua#: eua(B)(4).

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 18-apr-2024. H.6. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 3275929. The customer reported that they received a positive flu a and positive covid result when testing a patient sample. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received. Return samples were received on the batch number provided and the results were acceptable. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time.